Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up during the night with a low blood glucose (bg) level of 40mg/dl. Low bg level was treated by drinking soda. The customer did not believe that the issue was pump related, and instead thought that they might have calculated a bolus incorrectly and gave themselves too much insulin before bed. Tandem's technical support recommended that the customer consult with their healthcare provider regarding low bg levels.